Manufacturer narrative:
(B)(4). Damaged cartridge.additional information was requested and the following was obtained:who loaded the cartridge? Scrub nurse.what confirmation did the back table have to ensure the cartridge was loaded correctly? Not sure.was the retaining cap removed before or after the loading? Not sure. The analysis showed that the ats45 device was received in good visual condition and with two tr45w cartridge reloads present. Cartridge (b) tr45w, was received fully fired and with normal lockout. Cartridge (c) tr45w, was received partially fired 1/2, normal lockout and pan damaged. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted. However, the cartridge metal pan from cartridge (c) was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, on the first firing with a white reload over the renal artery and vein the device cut but produced no staples. The cartridge slipped out of the device. This resulted in converting to an open procedure and blood loss. The condition of the patient after surgery is unknown at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please clarify, after firing were any staples seen at all? If so, describe their staple shape (formed, unformed, malformed). ¿ yes, some. The surgeon was not clear where. Did the reload that slipped out of the device fall into the patient? ¿ no, just out of the jaws. Describe what was done to retrieve the reload. ¿ pulled out with the device. Although you have indicated surgical delay is unknown, is it possible to find out how long the procedure was delayed as a result of these difficulties? ¿ surgeon again wasn¿t specific 15-30 minutes. You have indicated there was blood loss, please quantify the amount of blood loss. - unknown. Did the patient require a blood transfusion? If yes, how much blood was transfused? - unknown. Non-identifying patient information ¿ age, sex, weight and pre-existing medical conditions. - unknown. What was the condition of the patient following surgery ¿ stable, discharged, critical ¿ please explain? ¿ patient was stable and surgeon said they are doing well.